Event description:
Bayer case number: (B)(4). Constant pain in my lower back [low back pain], sometimes abdominal pain [abdominal pain], leg pain [leg pain], circulation wasn't working [disorder circulatory system], joint pain in multiple sites [painful joints], blurred vision [blurred vision], blurred vision, which burns as if I had inflammation all over [burning eyes], I had inflammation all over [inflammation], does not make my day-to-day life easier [impaired quality of life], I get physically tired more quickly [fatiguability]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("constant pain in my lower back") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), abdominal pain ("sometimes abdominal pain"), pain in extremity ("leg pain"), cardiovascular disorder ("circulation wasn't working"), arthralgia ("joint pain in multiple sites"), vision blurred ("blurred vision"), eye irritation ("blurred vision, which burns as if I had inflammation all over"), inflammation ("I had inflammation all over"), impaired quality of life ("does not make my day-to-day life easier") and fatigue ("I get physically tired more quickly"). At the time of the report, the arthralgia, impaired quality of life and fatigue had not resolved. The outcomes for back pain, abdominal pain, pain in extremity, cardiovascular disorder, vision blurred, eye irritation and inflammation were unknown. No causality assessment was received for essure with regard to back pain, abdominal pain, pain in extremity, cardiovascular disorder, arthralgia, vision blurred, eye irritation, inflammation, impaired quality of life or fatigue. The reporter commented: I had the essure tubal sterilization device (2) inserted in 2013. Since 2018/2019, I¿ve had constant pain in my lower back, on my right side and sometimes abdominal and leg pain, as if my circulation wasn't working, and joint pain in multiple sites. Blurred vision, which burns as if I had inflammation all over. So, I was advised to report my problems, as they could possibly be caused by this device. Patient¿s current status: joint pain that does not prevent me from working but does not make my day-to-day life easier. I get physically tired more quickly and I¿m afraid it will not improve, because nothing has improved over time. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Constant pain in my lower back [low back pain], sometimes abdominal pain [abdominal pain], leg pain [leg pain], circulation wasn¿t working [disorder circulatory system], joint pain in multiple sites [painful joints], blurred vision [blurred vision], blurred vision, which burns as if I had inflammation all over [burning eyes], I had inflammation all over [inflammation], does not make my day-to-day life easier [impaired quality of life], I get physically tired more quickly [fatiguability]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4) on 13-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("constant pain in my lower back") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), abdominal pain ("sometimes abdominal pain"), pain in extremity ("leg pain"), cardiovascular disorder ("circulation wasn¿t working"), arthralgia ("joint pain in multiple sites"), vision blurred ("blurred vision"), eye irritation ("blurred vision, which burns as if I had inflammation all over"), inflammation ("I had inflammation all over"), impaired quality of life ("does not make my day-to-day life easier") and fatigue ("I get physically tired more quickly"). At the time of the report, the arthralgia, impaired quality of life and fatigue had not resolved. The outcomes for back pain, abdominal pain, pain in extremity, cardiovascular disorder, vision blurred, eye irritation and inflammation were unknown. No causality assessment was received for essure with regard to back pain, abdominal pain, pain in extremity, cardiovascular disorder, arthralgia, vision blurred, eye irritation, inflammation, impaired quality of life or fatigue. The reporter commented: I had the essure tubal sterilization device (2) inserted in 2013. Since 2018/2019, I¿ve had constant pain in my lower back, on my right side and sometimes abdominal and leg pain, as if my circulation wasn¿t working, and joint pain in multiple sites. Blurred vision, which burns as if I had inflammation all over. So, I was advised to report my problems, as they could possibly be caused by this device. Patient¿s current status: joint pain that does not prevent me from working but does not make my day-to-day life easier. I get physically tired more quickly and I¿m afraid it will not improve, because nothing has improved over time. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.